Manufacturer narrative:
B3/d10: the events occurred on 03/12/2026, 03/15/2026, 03/16/2026. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (03) small volume folfusors underinfused during infusion via a peripherally inserted central catheter (PICC). The devices contained aciclovir 240 mg in 120 ml of 0.9% sodium chloride. The expected infusion time was 24 hours; however, approximately 50% of the solution remained in the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 16 april and 18 april, 2024. H11: one (01) actual device with 51ml and four (04) companion samples with 120ml of fluid in their bladder were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.